Manufacturer narrative:
The na electrode lot number and expiration date were not provided. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer found a leaky cell rinse tube. He exchanged it. He then ran the test and did an instrument check and they both were performing with specifications. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with a sodium (na) test on a cobas 6000 c501 module. Sample 1: initial result: 206 mmol/l. Repeat result: 139 mmol/l. Sample 2: initial result: 172 mmol/l. Repeat result: 126 mmol/l. Sample 3: initial result: 277 mmol/l. Repeat result: 140 mmol/l. No questionable results were reported outside the laboratory.